Manufacturer narrative:
Product analysis: the programmer's display was found to be unresponsive to the stylus. The display printed circuit board (pcb) was replaced. The programmer passed final functional testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for inspection, and subsequently tested out of specification. There was no patient involvement.